Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings.on investigation, the alleged display issue was duplicated. The pump powered up to a dim display with reddish text. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, battery compartment cracks were found along the side of the compartment and below the grip pad. The threads on the battery cap were stripped and it was unable to secure properly onto the pump. A test cap was used in the evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens could not be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.